Manufacturer narrative:
Covidien reference: (B)(4). The tracheal tube was returned for investigation. The cuff was inflated and found to deflate immediately. The reported complaint was verified. All manufacturing controls were reviewed and found acceptable to identify the reported malfunction. An inflation test is performed on all products and any defects are removed from the lot.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during prior to use testing, a tracheal tube cuff was found to be leaking. There was no patient involvement. There is no report of serious injury or death associated with this event.